Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications as a result of this event. It was further reported that the target lesion, which was 100% stenosed, was located in the mildly tortuous and moderately calcified superficial femoral artery. The procedure was completed with another of same device.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 220 x 150 sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications as a result of this event.